Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause of this issue is attributed to the faulty erbe generator. Error c34 indicates a lower voltage than expected during energy activation and error m11 can either be caused by a defective foot switch, influenced due to environmental sources, or damage to components internal to the integrated electrosurgical unit (iesu). This error can be resolved through troubleshooting or replacement of the generator.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Failure analysis investigations did replicate and confirm the customer complaint c00 and m11 errors through logs. The iesu was tested on the system and error c34 occurred at startup. C00 and c84 errors were reviewed via logs. The iesu will be returned to the original equipment manufacturer.

Event description:
It was reported that during a da vinci-assisted radical with lymphadenectomy prostatectomy surgical procedure, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that error c-00 and m-11 appeared on erbe integrated electrosurgical unit (iesu). The customer used a third-party esu (forcetriad) to continue with the procedure. The procedure was completing as planned with no reported injury. Intuitive followed up and confirmed patient demographic information. Please refer to section a.